Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-05147. It was reported that various contacts were invalid due to extensions. Both extensions were explanted and replaced.

Manufacturer narrative:
Eval, results: the product was received complete. A continuity test was performed on the extension. The extension failed due to channels 7 and 8 having an open circuit. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.